Event description:
The following report was received from the clinical study: this pt was randomized for unstable angina pectoris. At index procedure a previously stented saphenous vein graft (svg) to an anastomosed lesion in the lad was treated with a cypher sirolimus-eluting coronary stent. Immediately following the index procedure the pt became hypotensive requiring normal saline bolus of 250cc and discontinuation of lasix for congestive heart failure (chf). Approximately a week post index procedure the pt was hospitalized and diagnosed with a myocardial infarction, coronary stent thrombosis, chf due to in stent stenosis, severe aortic stenosis, angina, atrial fibrillation, and anemia. The pt was treated medically as a surgical consult considered the pt too high risk for surgery. The physician believes the index pci was not successful, as the stent may have thrombosed. There is no plan for an angiogram or revascularization in order to confirm this. The only option for the pt is surgical intervention, thus the pt may continue to have angina and failure. Approximately two weeks later the pt was readmitted to the hospital for a second coronary stent thrombosis event. The treatment for this event was not provided.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.